Event description:
It was reported that during a follow up, sensing anomaly and loss of capture were observed in stored egm. Fluoroscopy revealed dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.